Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the ceramic tip had damage due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The hysteroscope, gynecology was returned to the service center with a report of missing a screw and red or rust under yellow seal. The device was tested and the red or rust was not biological. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the ceramic tip had damage. There was no patient involvement.